Event description:
It was reported that two weeks post-implant, the patient began feeling more pain in her back and a pulling sensation at her incision site. It was stated that this happened overnight. The incision area was painful and red for about 1/4th of an inch around the implant incision, though nothing was seeping out. It was also mentioned that the patient was experiencing pain in her shoulder ¿all the time, but more on the left shoulder than on the right,¿ which had been occurring since implantation. The pain in the patient¿s shoulder was believed to be from the tunneling done during the implant. The patient had met with her healthcare provider and it was stated that ¿everything looked good.¿ when the patient would sleep, the stimulation would work well, but when she would wake up, she wouldn¿t feel any stimulation. It was stated that the patient was also taking percocet and morphine and that her stimulation was for the neuropathy from her hip to her feet and for her sciatica. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).